Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that there were no factors that the patient (pt) listed that may have caused or contributed to the high impedance/settings not available. Rep said they removed the target on the impedance and set contact 15 as the reference electrode per tech services. Rep reported the issue seemed to resolve after that. Information had been confirmed with the pt and the situation did not affect the pt's coverage. Rep reported that the pt was still doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller stated that about 2 weeks ago the patient started seeing a message on the controller that said 'settings not available, contact [manufacturer]'. Caller stated they ran an impedance check and there was one high contact on contact 15 and initially group a was where the patient was having this issue. Agent reviewed with the caller the reason for the message and the way to address it. Pt was using a simple bipole programming with contact 15, 14ma, 350usec. Caller understood how to resolve and believed they may have adjusted programming while on the call to address the message. No symptoms were reported.